Event description:
It was reported that the device longevity was less than four years. It was noted that the lv (left ventricular) output was at 5 v for the life of the device, which likely contributed to the shorter longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: 419588, lead, implanted: (B)(6) 2010. (B)(4).